Event description:
It was reported that during surgery, the product miss fired while trying to repair the meniscus. A similar device was used to complete the procedure.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: (B)(6) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 visual inspection shows that the item and lot numbers are not confirmed to match the complaint as they are not etched on the parts. Two devices were returned on the same lot. Both devices have frayed sutures near the end of the sutures. The needle tips of both devices appear to be undamaged but appear to be slightly bent. The selector positions have been set from the zero point. No other damage is noted on either device. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.